Manufacturer narrative:
Section a4 weight: unknown, information was not provided. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens remains implanted. Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. Although this complaint issue reported is related, the issue could not be confirmed as related to manufacturing. Therefore, no further actions are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that during a scheduled clinical study visit, posterior capsule opacification was observed in the subject¿s right eye following implantation of a non preloaded monofocal intraocular lens (iol). The issue was managed with yttrium-aluminum-garnet (yag) capsulotomy which was performed on (B)(6) 2023. It was reported that the event did not impact the patient¿s daily activities. The patient was reported to have fully recovered. The best corrected visual acuity (bcdva) improved from preoperative 20/30 to postoperative 20/16. No further information was provided.